Event description:
It was reported that pump issued repeated cartridge alarm 20 alerts that did not occur during cartridge loading and had been reported previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instruction to place pump into storage mode, return problematic pump using prepaid label, and then program settings and reconnect continuous glucose monitor on replacement pump, which was arranged under warranty by technical support.